Event description:
Negative results wound therapy pump failure, resulting in 2 day interruption in pt's therapy. Pt's overall therapy was successful, however, there was a break in therapy time. Pump was tested prior to delivery as per manufacturer policy. Pump malfunctions: pump was plugged in, but would not power on. Pump power failure despite operation attempts on battery and also while plugged into outlet. Pump had been running on pt for slightly less than 2 wks. Pump failure confirmed upon receipt back to company.